Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a perineoplasty procedure and mesh was implanted. During the procedure, the mesh and clear sheath ruptured when the second needle was removed. The rupture occurred in the middle of the screen. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
The device received was manipulated and used. The prolene meshes were cut and the mesh (implant) was damaged at one extremity. It seems that the cut was performed by scissors, clear cut appearing on prolene lines and transparent plastic sheath, and clamps, flattening marks on prolene lines. The manufacturing process could not create this defect. Based on the evaluation this complaint is not linked to a manufacturing issue; it is external use -user used.